Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: on investigation, the display lens was noted to be scratched. The display was found to be dim/faded and discolored. Unrelated to the original complaint, moisture was observed on the keypad button contacts due to a missing keypad cover. A leak test failed due to a crack in the battery compartment along the side. Moisture was observed on the battery canister. The returned battery cap threads were stripped and unable to secure to the pump for investigation; a test cap was able to secure for testing.